Event description:
It was reported that the device reached premature elective replacement indicator (eri). The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.